Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date in 2006; inratio 1.2; lab 5.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date in 2006; inratio 1.2; lab 5.1; mean 3.15; confidence limits 1.9-4.6. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Products will be investigated. Results of testing performed on 7/14/2006. Per pr, retain strips lot 060102 were tested using therapeutic blood from two donors. The acceptance criteria is as folows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/-0.5. If the mla inr is 2.0-4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/-1.0 the retain strips lot 060102 test results are as follows: please see scanned table. Based on the above test results, per pr, retain strips lot 060102 meets the criteria for strip accuracy.)